Manufacturer narrative:
The reported event of stripped setscrew was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of header and connectors revealed the ventricular setscrew was missing. Device history record indicated all manufacturing and inspections passed prior to device distribution. The set screw anomaly could not be confirmed.

Event description:
During an initial implant procedure, the set screw in the header of the device was stripped. The device was not used; another device was used to complete the procedure. The patient was stable.